Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to an unknown reason and was doing well postoperatively. The explanted ipg device was not returned. No further information could be obtained despite good faith efforts.